Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a black rubber-like foreign substance is clogged in the pipe at the mouth of the air and water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results and component analysis, it was found that the foreign body is silicone rubber. Silicone rubber is used for packing in various medical devices and medical devices, such as packing for air and water supply buttons, packing for water supply tank bases, and injection tube attachments. It is speculative, but it is possible that fragments of silicone rubber may have entered the pipe due to breakage, deterioration, or falling off, leading to clogging of the nozzle. It is unclear whether there was a deviation from the instruction manual in the reprocessing procedure of the foreign matter residue area, and there was no physical damage to the foreign matter residue part. The definitive root cause could not be determined. We have confirmed that the inspection method for this event is described in the instruction manual (cleaning, disinfection, and sterilization) "chapter 5 reprocessing of endoscopes (and accessories to be reprocessed together) section 5 manual cleaning of endoscopes and accessories". Olympus will continue to monitor field performance for this device.